Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a (B)(6) female patient visited the emergency room on (B)(6) 2022 due to enlarged ventricles and headache. A CT scan was ordered showing that the ventricular catheter was disconnected. When the patient was sent to the operative room to re-connect the catheter, the surgeon found out that the catheter was degraded and whenever he tried to reconnect the catheter it got torn apart. It was explanted. The catheter placement was in (B)(6) 2020.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 catheter was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.